Event description:
During review of the in-house programming/diagnostic history database, it was observed that system diagnostics resulted in high impedance on (B)(6) 2013. Attempts for additional relevant information have been unsuccessful to date. No surgical intervention has been reported to have occurred to date.

Event description:
It was reported that the patient was last seen by a retired physician, but the clinic notes indicate that high impedance was observed and that x-rays did not show a lead fracture. The physician plans to follow-up with the patient to check the vns and perform necessary measure. No additional relevant information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.